Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not responding. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication application was crashed. The technical support specialist (tss) dialed into the system, confirmed that the device was not on disconnected mode and verified the data synchronization debug log and found that the station was on retry mode. Tss followed the knowledge article " retry mode: tx.encounteritemtransaction or adt.userencounterassociation" and "retry mode troubleshooting and skip instructions" and backed up the station database, skipped the retry and restarted the data synchronization service. Tss confirmed that the debug log started to upload the data back to the server and the sync information such as last download, upload and heartbeat were current. Tss also verified the health sight viewer and confirmed that no notice of device with upload retry was found. The system functioned as intended after the technical support specialist troubleshot the device.